Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic gastric sleeve procedure, while removing the powered stapler from the trocar, the seal was damaged and disengaged. Air/gas leaked from the seal. Another trocar was used to complete the case. There was no patient injury.